Manufacturer narrative:
A titan otr pump and two cylinders were returned for analysis. A separation within confined abrasion was noted on the longer pump exhaust tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed confined abrasion, indicating the tubing had been kinked and abrading against itself for a period of time. Microscopic evaluation revealed confined abrasion on the shorter pump exhaust tubing at the tubing strain relief junction. Testing revealed this to not be a site of leakage. Microscopic evaluation revealed surface abrasion on all pump tubing and strain reliefs, indicating repetitive contact between surfaces. A partial separation in the cylinder 1 exhaust tubing adjacent to the cylinder 1 strain relief was observed. Microscopic evaluation revealed the partial separation to be smooth and straight, indicating contact with sharp instrumentation. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed to the longer pump exhaust tube kinking onto itself and abrading, resulting in sufficient stress(s) to cause a separation at the cylinder 2 tubing/strain relief. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a pump tubing leak / tear occurred. The device was revised.